Event description:
Outbound. Pt reports drawing up a little over 1.8 milliliter of treprostinil and when loads in cadd ms3 pump, it reads approximately 1 milliliter more than what was drawn up. Changes daily and normally waits till the pump alerts that cartridge is low but when goes to change, it is empty. Reports pushing and pulling cartridge to lubricate prior to drawing up drug, cadd ms3 pumps serial numbers are (B)(4), cadd ms3 replacement pumps sent, no further details provided.